Event description:
Material #: 405671 ; batch#: 0001558421. It was reported by customer that local anesthetic potency, during administration the product was not working all the product was administered from the vial. None left. Pt harm: no. Additional information: please see below. This is the email from the physician. This is all the information I have. I'm one of the anesthesiologists working in ob today (B)(6) 2024. We did spinal for c-section today using bupivacaine from the lot number 0001558421. The spinal was done by a srna student under my supervision. The spinal was uneventful and successfully placed. Spinal fluid was visualized prior to dosing and at the end of dosing. However, the patient did not get a good spinal blockade, and we had to repeat the procedure with bupivacaine from a different spinal kit from a different lot. The second spinal was successful and we were able to do the procedure under spinal anesthesia.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001558421 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. We reviewed our sterilization records; no issues were identified during the sterilization process. The certification of analysis, provided to bd by the supplier has been reviewed for the reported lot, all testing done by the supplier verifies the product passed required inspections and is authorized for use. Based on the available information we are not able to identify a root cause related to our process that could impact the efficacy of the medication provided within our kits. The medication within the kit is provided by a supplier. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.